Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075) was removed from service due to subclavian crush. They went in for normal battery replacement of the patient's device, an automatic implantable cardioverter defibrillator (aicd), and discovered the subclavian crush. The patient had previously had oversensing with several nonsustained events since june of 1997. They had suspected an insulation breach.